Event description:
Handle is cracked. Not able to supply surgeon or hospital name. This case has been reported by the loan kit technician during loan kit inspection. The instrument had further been assessed by depuy engineering. No further information can be obtained as the case was not reported by the customer.

Manufacturer narrative:
Following investigation by the supplier, it was identified that chemical attack was likely to be causing the cracking of the handle material during hospital processing. A new material is now to be used following recommendations from the raw material supplier. The complaint shall be closed with a justified conclusion; it shall be entered onto the complaints database and monitored through trend analysis.